Event description:
Merge issue: lost "ao channel2, multiple times" during stent supported angioplasty of the left anterior descending (lad) left circumflex vessel and right coronary artery (rca). Manufacturer response for computer, diagnostics, programmable, merge hemo, merge hemo (per site reporter). Ongoing vendor troubleshooting.